Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted and the patient was discharged home. The patient was later was found unconscious in their home and was transported to the hospital. An st segment elevation myocardial infarction (stemi) was noted. The patient went to the cath lab where 5-vessel disease was noted. The physician completed a 4-vessel stenting and the patient remained in the intensive care unit post-intervention but passed away 7 days post implant procedure. The physician noted that the patient had aortic stenosis and suspected the death was related to the heart disease.